Manufacturer narrative:
Evaluation results: two bivona tracheostomy tubes were received in used condition without their original packaging. Visual inspection was performed at 12" under normal lighting on the received units, in order to detect any damage. During the visual inspection, wrinkles were found in the cuffs. The units were then filled with 3cc, 5cc and 10cc of air in order to determine if the cuffs inflated symmetrically. When the units were inflated with 3cc, the cuffs were asymmetrical. When the units were inflated with 5cc, the cuffs inflated symmetrically. When the units were inflated with 10cc, the cuffs inflated symmetrically. Based on these tests the units were determined to be within specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There is no root cause for this event since the complaint was not confirmed.

Manufacturer narrative:
Related to MFR 3012307300-2019-01834 for the same patient having two devices with the same issue.

Event description:
Information was received that a smiths medical portex bivona tracheostomy tube cuff leaked a "significant amount of air" while in use with a picu patient connected to a ventilator of an unknown brand. Initially, more volume to cuff was added with improvement, but the event reported to occur later in the day. Subsequently, a tracheostomy (trach) change out was required due to the "high peak inspiratory pressures and increased work on breathing" on the ventilator. It was also reported that the trach removed from the patient "did not inflate circumferentially at 3ml but does from 5-10ml. Another rotating trach at the bedside was noted to have the same defect. Both trachs in circulation had been cleaned 2-3 times prior". Once the new tube was placed, patient's clinical status improved. No adverse patient effects were reported.